Manufacturer narrative:
Part of the lead was returned. Electrical testing was performed and no anomalies were noted. The reported event could not be confirmed. The damage found was consistent with that occurring at the time of explant.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the r-wave decreased and threshold increased. The lead was cut approximately 10 cm from the connector pin, capped and replaced. The physician believes that there was some tissue growth on the lead tip. The patient is in stable condition.